Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a red call doctor icon, related to important information not being able to be transferred to the monitoring system. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a red call doctor icon, related to important information not being able to be transferred to the monitoring system. The ICD remains in service. No adverse patient effects were reported.